Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Reported issue: on july 30, 2019, it was reported that the device had a damaged comb. The customer returned a skin graft mesher device, serial number: (B)(6), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet japan has not previously repaired/evaluated skin graft mesher serial number: (B)(6) as documented in the repair reports in livelink. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet japan on august 21, 2019 revealed that the comb was bent. Repair of the skin graft mesher was performed by zimmer biomet japan on august 21, 2019 which included replacement of the comb. Skin graft mesher, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet japan it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned to the repair center for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device had an unknown repair issue. The device had a damaged comb. Event occurred during surgery; no harm, no delay, no additional graft needed. No adverse events were reported as a result of this malfunction.